Event description:
The customer reported that while running a hepatitis core assay, summit sample handler, added an "s" to the beginning of the barcode and on one sample it added four zero's. No error message was generated. Am ortho field service engineer was dispatched. No death or serious injury was associated with this event.